Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and no damages were observed. The reported complaint was confirmed during powering on of the platform. Further inspection determined the cause to be the system processor board not functioning properly. The platform was also functionally tested and successfully performed 16 minutes of compressions with a lrtf- large resuscitation test fixture (equivalent to 250 pound patient) with no issues observed. A review of the archive was performed and a user advisory 18 (max take-up revolutions exceeded) was observed on the reported event date of (B)(6) 2014. The ua 18 is considered unrelated to the reported complaint of the platform's lcd backlight not functioning properly. Based on archive data, the cause of the ua 18 was no load change detected at the load plate due to no patient present on the platform. Data indicating no patient present is consistent with reported information stating the reported issue was observed during shift check and not while being used on a patient. Based on the investigation, the part identified for replacement in order to remedy the complaint was the system processor board. In summary, the reported complaint was confirmed during powering on of the platform. The cause was determined to be the system processor board not functioning properly. Unrelated to the reported complaint, the archive also showed a ua 18 occurring on the reported event. The ua was attributed to no load change due to no patient on the platform. Following replacement of the system processor board, the device passed all testing criteria.

Event description:
Complainant alleged that during a shift check, it was observed that the back light on the lcd display of the autopulse® platform was not working. It was observed that upon power up, the display light blinked for a second or two and then went out. Data on the lcd display was visible but darkened. Contrast buttons would not work. There was no report of any patient involvement. No further details were provided.